Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 5540230, 510k # k113174 was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. However, product image had been returned, whose review result is the following: "submitted images appear to display set screw thread damage."

Event description:
It was reported that the patient underwent a posterior correction fusion surgery at t10-s2ai levels, for the treatment of spinal canal stenosis. During surgery, a set screw came off from rmas 7.5-45 when the surgeon inserted the set screw at left of s1 and broke the one tab of the rmas for final tightening. The surgeon broke the other tab and tried to insert a mas set screw but it could not be inserted. The surgery was finished without the insertion of a set screw at left of s1. No patient complications were reported.

Manufacturer narrative:
Product analysis: macroscopic and optical examination revealed thread crest/flank damage; this damage appears to have initiated near the start of the thread. Functional evaluation with a sample mas head found the set screw was unable to be engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.